Event description:
It was reported that the patient's left total femur was revised. As reported: "pt. Presented with loss of function of the left leg after radiation therapy following a total-femur replacement which was revised most recently on (B)(6) 2022. The doctor opted to revise the pt¿s left leg using a ¿tibial turn-up¿ technique. All previous components were explanted, and a cemented-hemiarthroplasty was implanted in order to give the patient a ¿semi-functional hip allowing him to sit-up in a wheel-chair.¿ as per sales rep, all implants implanted in (B)(6) 2022 and an all poly component implanted (B)(6) 2022 were revised. Rep confirmed no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# uh1-52-26; uhr bipolar 26x52mm; lot# 652aam. Cat# 64956060; gmrs extension piece 60mm; lot# lc73e. Cat# 64812120; mrh axle; lot# ctd65537. Cat# 6260-9-226; 26mm +4 lfit v40 head; lot# 91098007. Cat# 64952030; gmrs dist fem comp std l 65mm; lot# ntn2j. Cat# 64812130; mrhk bumper insert - neutral; lot# llc298. Cat# 64951001; proximal fem comp std; lot# nns4l. Cat# 64812110; mrhk femoral bushing; lot# lks115. Cat# 64956220; gmrs extension piece 220; lot# n4a4y. Cat# 64812110; mrhk femoral bushing; lot# lkr220. Cat# 64956009; gmrs connection piece 90mm lft; lot# ctd65571. 64812103; mrh xs/s/m long xover; lot# 168174b. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned to the manufacturer.